Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw a "goopy" substance under the remote monitor and it was alleged that it was the battery that was leaking. No troubleshooting taken. The monitor is expected to be replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950g, serial/lot#: (B)(4). The remote monitor was returned and analysis revealed, a defective radio frequency (rf) head battery, radio frequency (rf) returned with nickel contacts. The remote monitor failed during interrogate test. Found error code 2300 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.